Event description:
The initial reporter alleged a discrepant result when using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. A sample drawn on (B)(6) 2020 was tested as a primary pool of six (pp6) and generated a reactive hepatitis b virus (hbv) result with a cycle threshold (CT) value of 36.4. The sample was then tested as a resolution pool of one (resp1) and generated a reactive hbv result with a CT value of 35.4. Serology testing from the serum sample tube was reactive. Per the customer¿s protocol, serology was repeated from the same sample tube and remained reactive, but serology testing from the blood bag (cpda) was non-reactive. The customer repeated the kit s201 t-scrn mpx v2.0 96t ce-ivd assay from the same sample tube as a primary pool of one (pp1), and the result was non-reactive, which was discrepant from the initial resp1 result. A second draw from the donor was taken on (B)(6) 2020. Testing of this sample as pp1 with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay generated a non-reactive result for all targets. Serology testing on this sample was also non-reactive for hbv. The blood donation was not released.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. A review of the data confirmed the initial reactive results for hbv with cycle threshold (CT) values of 36.4 and 35.4, respectively, as well as robust and sigmoidal growth curves for the hbv target and internal controls, indicating true viral target amplification. The assay's performance was further supported by the expected behavior of positive and negative controls. The discrepant results observed for the initial sample tube were attributed to the sample being near the limit of detection (lod) of the assay, where reactive or non-reactive results may occur upon repeat testing. Additionally, potential contamination of the sample tube during handling or pipetting was identified as a likely contributing factor. A less likely possibility of sample misidentification or mislabeling was also considered. The second draw from the donor, which tested non-reactive for both nat and serology, further supported these findings. The blood donation was not released, and no harm or delay in treatment was reported. Instrument maintenance was confirmed to be up to date, and sample and reagent handling were stated to be in accordance with the instructions.